Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter kink occurred. The target lesion was located in the liver. A direxion catheter-infusion was selected for a transarterial chemoembolization. During insertion, it was noted that the device was kinked. The device was removed, and procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable. However, returned device analysis revealed a fracture in the nitinol shaft.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) e1 - initial reporter address 1: (B)(6) device evaluated by MFR.: the device was returned for analysis. The device was examined visually, and it was found that there was a fracture in the nitinol shaft at approximately 105cm from the microcatheter hub. The device was not separated, and the purple inner layer of the device was visible, and intact. No other damage was noted.